Manufacturer narrative:
Initial.

Event description:
It was reported that the user received an ¿urgent low soon¿ alert, did not perform a confirmatory fingerstick due to cgm sensor issues, treated the impending low with multiple glucose tablets and smarties, and subsequently experienced a rebound high when the sensor resumed and displayed a glucose of 228 mg/dl; education was provided on appropriate hypoglycemia treatment to avoid overtreatment. Symptoms included hypoglycemia followed by hyperglycemia. Outcomes included medication intervention with oral glucose. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem found, with a usage problem identified related to improper treatment method; no device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.